Event description:
The jetstream catheter was used to treat a 90% occluded calcified lesion in the peroneal artery. The device was used in the minimum diameter mode only. During treatment the device stalled, and contrary to the instructions for use, the physician did not release the activation handle when pulling it back to the proximal portion of the lesion. This occurred twice. A post treatment angiogram revealed a minor pseudoaneurysm. It was successfully treated with a balloon and the pt was fine.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval.